Event description:
The MFR's rep reported that two days after pump implant, the patient experienced a respiratory arrest. The patient had not been trialed prior to implant due to "extensive amount of hardware in back". The pump contained lioresal 500 mcg/ml and was programmed to deliver 50 mcg/day. The patient was given codeine and had vomited at approximately 4 a.m. At approximately 8a.m., the patient was noted on the cardiac monitor to have bradycardia at a rate of 40/minute. By the time the staff arrived in the patient's room, the patient was in asystole. The patient was unresponsive to sternal rub. The patient was subsequently intubated and a large amount of "frothy fluid" was suctioned from her mouth and nose. Chest xray revealed aspiration pneumonia. The pump was interrogated; expected reservoir volume was 39.4ml; 39+ ml was aspirated. The pump was refilled with 20 ml of preservative free normal saline and reprogrammed to minimum rate (3 mcg/day). The patient was reported to be in bed, not moving, unresponsive during attempts to access pump and had "apparently suffered further brain injury". The reporter indicated that it was not likley that the pump was overinfusing or that the event was related to the therapy. The hcp believes that vomiting with subsequent aspiration was the cause of the patient's arrest. A follow-up report will be sent if additional information becomes available to us.